Event description:
Per the audiologist's report, the patient complained of "crackling" sound and pain around the cochlear implant site. The results of an integrity test done in 2007 were consistent with normal device function. The sound processor was reprogrammed and the patient reported that the sound quality seemed better. The device was explanted on approx three months later. The patient was reimplanted with a new device on the same day. The paperwork returned with the explanted device noted that the patient continued to report pain with use of the first implant.

Manufacturer narrative:
This type of event is addressed in the device labeling.